Event description:
After a patient exam on the hitachi echelon MRI on (B)(6) 2008, the patient was sitting in a chair to put her shoes on (the chair was placed in the scan room by the site personnel). The patient pushed the chair towards the magnet when she got up and the chair was attracted by the magnet. The technologist (B)(6) tried to stop the chair and subsequently got pinned between the chair and the magnet. Other staff helped (B)(6) get free, but they could not break the chair loose from the magnet, so they pressed the emergency rundown unit (erdu) button which quenched the magnet to drop the magnetic field (quenching is the only way to remove the field in an emergency). (B)(6) placed a service call to turn the magnet back on. At the time, (B)(6) indicated that she had some bruises on her leg and that she would see her personal physician later. Hitachi received no further report on her condition at that time. We contacted (B)(6) on (B)(6) 2010 for an update. She said she went to the ER for x-rays shortly after the incident. The x-rays were negative. She did not seek further treatment then. On (B)(6) 2010, she reported that she has persistent knee pain and some intermittent shoulder pain since the incident but has not sought treatment to date.

Manufacturer narrative:
(B)(4). At the time of the incident, hitachi learned that the site had placed the chair in the room against the wall a couple of weeks prior to the incident. The chair was for any patient's family member who wished to be in the scan room. The site was not aware that the chair was made of ferrous material. On (B)(4) 2008, hitachi service confirmed that the appropriate magnetic field warning signs were clearly posted on the scan room door. As the magnet is always on, the device itself did not malfunction. Hitachi also supplies MRI safety training materials with each system. Operator's manuals contain magnet safety warnings. Hitachi requested information from the site as to whether they conducted formal training on MRI safety for their staff. The site manager did not respond.